Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient took a pain pill last night and was out and not conscious really during their sleep time. The patient experienced pain in their back area where the lead was placed; pain is no longer experienced. The next day, patient's belt kept sliding up and down on their right side and said it was twisted as well. On (B)(6) 2017, patient has to wait a little bit to void as they don't go right away. They had a hard stool that was uncomfortable so they took a stool softener as advised by their healthcare provider (hcp). Two days later, patient said they had an inflamed bladder recently. Patient also said if they don't go to the bathroom immediately to void "it sits on her bladder and hurts and once they empty they no longer have this pain." The patient isn't sure if this is being caused by the ens or an infection. Implant date is scheduled for (B)(6) 2017. No further patient complications have been reported as a result of this event.